Manufacturer narrative:
The recipient reportedly underwent wound debridement in (B)(6) 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted.

Manufacturer narrative:
The recipient experienced a skin flap infection. The recipient received conservative treatment with antibiotics, however, the issue did not resolve. The recipient underwent wound debridement and then the infection recurred. The recipient's device was explanted. The recipient was not reimplanted. The recipient's infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.